Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use electronic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). Connected the epgs to o2 and air, entered a perfusion screen on the ccm. After the 15-minute warm-up period, calibration of the epgs was initiated and failed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 4.00 volts which is outside of the specification of .55-2.758 volts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that the epgs would not calibrate. He replaced the oxygen (o2) sensor and calibrated the epgs without errors. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was unable to be calibrated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.